Event description:
The tech alleged the brakes set but head end brakes do not hold on the stretcher. No pt impact.

Manufacturer narrative:
The tech replaced the rocker arms on the stretcher with brake steer upgrade kits to resolve the issue.